Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable of the broken r-unit was traced to component failure. The most probable cause of the foreign material in the llk plug of the video cable section was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited the charge coupled device (r-unit) was broken, and the laser light cable (llk) plug of the video cable section contains foreign material. There was no patient involvement.